Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified flat crease, wear abrasion, brown particles, curved opening with striated edge, delamination of valve. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage, and delamination of diaphragm flange disk assessed as adhesive failure.

Event description:
Health professional additionally reported "any creases". Device was explanted.

Event description:
Healthcare professional reported a left side deflation. Health professional additionally reported "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.